Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately four months later, an inferior vena cavogram was performed on patient with indication of rhabdomyolysis with threatened bilateral lower extremities in the site setting of phlegmasia cerulia dolans, noting presence of an indwelling g2 filter within the infrarenal inferior vena cava and occlusion to level the renal veins. Clot was demonstrated within the bilateral iliac veins extending up to and above the filter. There was no clot above the renal veins. After five years and three months, a computed tomography abdomen and pelvis was performed, noting possible evidence of migration with inferior vena cava filter in l3-l4 level. The filter struts were noted extending into the right common and external iliac vein with grade 2 perforation for right posterolateral strut about 10 mm and grade 3 perforation for posterior struts abutting l4 about 11 mm. Evidence of significant ventral tilt of 19 sagittal degrees was noted. After three days, a cavagram noted inferior vena cava in l2-l3 level with extraluminal inferior struts extended partially into thrombosed right external iliac vein. After four years and four months, patient diagnosing with syncope and recurrent deep vein thrombosis was admitted for inferior vena cava filter removal. Initial inferior vena cavogram showed an appropriately positioned infrarenal bard g2 inferior vena cava filter without significant clot burden. The inferior vena cava filter was then grasped using a 15 mm amplalz gooseneck snare and 6 french catheter. The sheath was advanced over the filter, but the snare repeatedly slipped off while trying to advance the sheath over the filter's feet. The snare was again used to grasp the filter, and then the spectranetics glide light laser sheath was used then passed completely over the filter, far caudal to the filter feet, but the filter continued to resist removal. A cobra 2 catheter was then inserted through the laser sheath over an exchanged length glidewire and passed caudal to the filter. The 15 mm amplatz gooseneck snare was used to snare the tip of the glidewire and pull it back out of the sheath so that both ends of the glidewire could be grasped simultaneously external to the patient, with the internal loop passing between the legs of the filter. Under fluoroscopy, the glidewire was pulled taut while the sheath was advanced over the filter, ultimately freeing it for removal. The snare and filter were removed. The filter was examined on the table and found to be fully intact. A post removal inferior venacavogram was performed, revealing partial thrombus with collaterals and no definite evidence of retrained fragments or no gross extravasation. After one month, a computed tomography abdomen and pelvis without contrast was performed, noting retained fragment extending l3-4 level to mid l5. After two weeks, a computed tomography abdomen and pelvis without contrast noted persistent retained fragment extending l3-4 level to mid l5. After five months, a computed tomography chest, abdomen and pelvis without contrast noted persistent retained fragment extending l3-4 level to mid l5. Therefore, the investigation is confirmed for the alleged filter migration, perforation of the inferior vena cava, filter tilt, retrieval difficulties and the filter detachment. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 03/2009),g2,g3,h6(patient, device, method, conclusion) h11: b2,g1,h6(result) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter migrated to the heart. The device was removed. The patient experienced loss of consciousness; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2009); (manufacturing date 03/2006).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter migrated to the heart. The device was removed. Allegedly, the patient experienced loss of consciousness. However, the current status of the patient is unknown.